Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h10, h11. Corrected fields: h6 (health effect ¿ clinical code & health effect ¿ impact codes).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fuzzy screen. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - (B)(6). E2,e3,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. A getinge field service engineer (fse) found the screen was not fuzzy. Fse tested the display and found there was no issue. Fse did service the equipment at the time and ran the required tests as specified in the service protocol. Fse could find nothing wrong the display was clear, it had the normal shadowing when booting but was clear when fully powered up and running. Fse suspect the unit might need a new display in the future but not currently. Fse handed this back to the customer in good working order.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations: e1 (tele #) (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fuzzy screen.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h11 corrected fields: d4 (version or model #, catalog #), d5, g2.